Manufacturer narrative:
Concomitant medical products: product ID: 6947m62 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month post implantable cardioverter defibrillator (ICD) replacement procedure, the ICD system was removed d ue to pocket infection. No further patient complications have been reported as a result of this event.